Event description:
The unit has broken at the main part of the frame at the weldment. .

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Update: (B)(6) - 2015 utilizing existing compliant information, actual observations of the returned product in its ''as received'' condition, the compliant was confirmed for the broken weld on the back frame. Should additional information become available a supplemental record will be filed.

Event description:
The unit has broken at the main part of the frame at the weldment.